Event description:
During an ablation procedure to treat atrial fibrillation a intellanav oi catheter was selected for use. It was reported that the irrigation tubing of the catheter was broken at the connection of the fitting luer. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav open-irrigated catheter was returned to boston scientific for analysis. Visual inspection noted that the irrigation extension tubing was found partially detached and from the luer fitting at the adhesive joint. The reported observation was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav oi catheter was selected for use. It was reported that the irrigation tubing of the catheter was broken at the connection of the fitting luer. The catheter was exchanged and the procedure was completed successfully with no patient complications.